Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part number: 323.260, synthes lot number: 8476321, manufacturing site: haegendorf, release to warehouse date: 11. July 2013. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 2.7 mm universal drill guide (p/n: 323.26, lot #: 8476321) was returned and received at us customer quality (cq). Upon visual inspection, it was observed that the distal tip of the 2.7mm drill sleeve was deformed. No other issues were identified with the returned device. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Service & repair evaluation: the customer reported the 2.7mm universal drill guide (p/n: 323.26; s/n: 8476321); warped spring on locking end, locking nut getting stuck. The repair technician reported the fixed side of the device is damaged. Damaged component is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed 2.7mm universal drill guide. Complaint confirmed? Yes, the device received was deformed. Hence confirming the allegation. Investigation conclusion the complaint condition is confirmed for the 2.7 mm universal drill guide (p/n: 323.26, lot #: 8476321). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date that the drill guide had a warped spring on the locking end and the locking nut was getting stuck. This report is for one (1) 2.7mm universal drill guide. This is report 1 of 1 for (B)(4).